Manufacturer narrative:
A manufacturing evaluation was completed: the broken product was returned in a packaging different from the original packaging. The tip of broken screw was not delivered and therefore not available. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were also checked and it was found that all used raw material fulfilled the specifications. Based on this facts, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted (B)(6). Device history records review was conducted. DHR review for part 04.226.214s / 9573285. Please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 22.jul.2015 expiry date: 01.jul.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.226.214 / 9507793. Manufacturing location: (B)(4). Manufacturing date: 28.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a hcs (headless compression screw) screw was used in surgery for clavicle fracture on (B)(6) 2017. The surgeon measured after inserting a guide wire as usual, and he pre-drilled contralateral cortex. Then he inserted the screw but screw tip was broken and left in patient. Patient outcome is well so far. Procedure was successfully completed, no other medical intervention was required. There was a surgical prolongation of 15 minutes reported. Ths complaint involves 1 part. Concomitant device: 1x unk guide wire. This report is 1 of 1 for com-(B)(4).